Manufacturer narrative:
(B)(4). Device internal memory and ECG from deployment were assessed. Conclusion is that device could not acquire ECG due to noise/pads contact issues. Device voice prompts notify operator of this issue and labeling provides information regarding possible causes/means of resolution. Issue has been reported due to associated deployment of device. Date of manufacture: 06/01/2002.

Event description:
AED deployed, and could not acquire ECG due to artifact/noise. Second AED deployed, advised 'no shock' due to ECG morphology. Patient transported to hospital. No associated adverse event was reported for this instance.